Event description:
The pt service rep (psr) contacted zoll lifecor customer support service to report she was fitting a pt and the charger screen was blank.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (charger would not power on) was confirmed. The cause of the non-functional charger was a defective power brick. The root cause of the defective power brick cannot be positively determined. No adverse event resulted from the intermittent battery charger.